Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: how much bleeding was observed? Was a blood transfusion required? Bleeding wasn¿t pronounced to the extent blood transfusion was needed. However, the bleeding occurred after stapling was pronounced compared to optimal post-stapling oozing that doesn¿t require a surgeon to place any clips on the site. Photographic analysis: based on the photo evidence of the subject pse60a, unformed staples cannot be confirmed. The photos do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure bleeding occurred on the staple line at the first green reload firing. Subsequently on the second green reload firing, third firing on gold reload and second firing on blue reloads. There were malformed staples, although steps were taken to clean the device from any spent staples or tissue debris. Surgeon had to use a clip applier to stop bleeding along the staple lines.